Event description:
I am a 45-year-old female who received a mobi-c cervical disc prosthesis at c5-c6 on (B)(6) 2021. The device has failed resulting in: spinal cord compression with intramedullary t2 and stir signal change on MRI at c4-c6 consistent with cervical myelopathy; adjacent segment disease at c4-c5 and c6-c7; loss of cervical lordosis with kyphotic deformity; progressive neurological symptoms including dysphagia with aspiration of saliva, visual disturbances, neuropathic burning and dysesthesias, severe occipital pain rated 7-8/10, neck muscle spasm, and allodynia. I have been unable to work since (B)(6) 2024. A radiology report dated (B)(6) 2026 incorrectly stated the cervical cord was normal despite visible intramedullary signal change on MRI. I have received no adequate medical treatment due to a stalled workers compensation case. The device contains cobalt chromium molybdenum and I have not been tested for metal ion toxicity despite 3 years 4 months of implantation. This device failure has caused serious, potentially permanent neurological injury.